Event description:
An (B)(4) study patient was implanted with the nail and screw on (B)(6) 2011. At some point post implant patient developed an (B)(6) infection. A microbial analysis on (B)(6) 2011 revealed no more of the (B)(6) infection event though infection persists. During a follow-up visit on (B)(6) 2012 it was noted the nail cut out distally into the upper ankle joint due to poor bone quality. The plan was to remove the nail, treat the infection and perform an ankle arthrodesis with retrograde nail. The patient decided to have the lower right leg amputated. The patient was returned to the operating room for removal of the nail and amputation on (B)(6) 2012. This report is #1 of 2 for the same event.

Manufacturer narrative:
(B)(4): the manufacturing records were reviewed and no complaint related issues were found.(B)(4): placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.